Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture via echocardiogram. A chest x-ray was taken and confirmed that the lead had dislodged and migrated into the right atrium. It was also noted that the presenting electrogram (egm) showed the ventricular lead was sensing the atrial egm. Atrial lead measurements were stable and consistent with those seen at implant. The patient was asymptomatic. The device was reprogrammed to a different setting. It is intended that a lead revision procedure will be performed at a later date. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a lead revision procedure was performed to reposition this lead, and programming changes were made. The post-op check showed appropriate rv lead functioning and the patient was discharged. No additional adverse patient effects were reported. This lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture via echocardiogram. A chest x-ray was taken and confirmed that the lead had dislodged and migrated into the right atrium. It was also noted that the presenting electrogram (egm) showed the ventricular lead was sensing the atrial egm. Atrial lead measurements were stable and consistent with those seen at implant. The patient was asymptomatic. The device was reprogrammed to a different setting. It is intended that a lead revision procedure will be performed at a later date. This device remains implanted and in service. No adverse patient effects were reported.